Event description:
New information states that cybersecurity upgrade was performed and the rf issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the session records revealed rf chip error. Programming changes were discussed. No further information was reported.